Event description:
It was reported by the sales rep that the endoplege coronary sinus catheter would not occlude the coronary sinus. The catheter was removed and another was placed. The md believed the balloon morphology is questionable. No patient injury was reported.

Manufacturer narrative:
Device evaluation into root cause anticipated upon the return of the product from the customer.

Manufacturer narrative:
The endoplege coronary sinus catheter was returned for evaluation. No blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with 2 cc syringe of water and it maintained inflation for an hour. The shape of the balloon was found to be unacceptable with no leaks observed. A review of manufacturing records was performed and there were no nonconformanties associated with the manufacturing of this lot. Evaluation of the returned device showed that the balloon was eccentric upon inflation with 2 cc of water and this eccentricity was not acceptable. It is not known if the eccentricity of the balloon caused the occlusion difficulty. Since the eccentricity was not noticed during prep, it can be assumed that the balloon became eccentric during the placement process. There are several factors that can lead to the inability to occlude the coronary sinus, including the size of the coronary sinus, and the placement of the balloon. However, there are no indications that the customer did not follow the proper placement techniques. The root cause of the occlusion difficulty cannot be determined. A new device is released which addresses the eccentric balloon issue and replaces the endoplege coronary catheter; a CAPA is not being initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.